Manufacturer narrative:
Failure analysis (fa) lab received a vela main pcba. The vela main pcba was visually inspected. The vela main pcba was installed in to a known good unit. When powering on in uvt mode the fan failure alarm comes up. All transducer testing passed. All calibrations passed, however exhl diff press calibration seems to have drifted at 3 cmh2o with previous a/d: 1556 and current a/d: 1790. The unit was powered on in ventilation mode and a delivered volume test was performed. The unit delivered low volume. The transducers were cooled down with anti-static freezer spray. All transducer testing passed, however circ press transducer test was drifting back and forth from 1423 to 1478. The customers reported issue was duplicated and isolated to intermittent drifting of transducers. This reported event considered a known issue addressed with an internal action.

Manufacturer narrative:
(B)(4). Carefusion has dispatched a carefusion field service representative to the user facility to evaluate and repair the device. The carefusion field service representative has not completed the evaluation of the device as (B)(6) 2015. Once the evaluation and repair of the device has been completed carefusion will submit a follow-up medwatch report.

Event description:
The user facility representative reported that during pre use checks the volume reading on the device was 20% lower that the set volume and the device was alarming "low minute volume". There was no report of patient involvement.